Manufacturer narrative:
(1) according to the production traceability records, the batch number is sn(B)(4) and the specification is 25g × 1 ', the product code is n-2510. The production records and inspection records show that there is no abnormality in the production process, so the production process is stable. (2) it is difficult to enable the safety injection needle when the customer feedback is locked. Similar situations will not occur during the normal use of the safety injection needle. (3) according to the customer's complaint, the safety device is quite difficult to use; however, when testing the retained sample of the product, the force for enabling the safety performance is lower than 3n, which is very low. It is very easy to enable it manually in the test.

Event description:
The safety needles identified in this report are the source of five needlestick injuries. Feedback received indicates that the safety devices of the safety needles provided in the ancillary kits are rather difficult to activate.